Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the patient reported that they felt a shocking sensation when entering walmart and she shuts the ins off. Impedances were checked and contact 4 was out of regulation registering at 4000. Her current programming was utilizing this contact. The rep programmed around contact 4 to see if that has any impact on the sensation. The patient was instructed to record if the sensation is happening when entering other stores. It was mentioned the patient has fallen twice over the past month. Currently, they are in wait and see mode to see if reprogramming resolved the issue. If not, the patient is going to contact the rep and an x-ray of the lead will be taken. No further complications were reported.